Event description:
A customer reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge from a wall outlet. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different wall outlets and a different wall adapter, but these attempts did not resolve the issue. The charging connection remained unstable and unrecognized, and using a different charging cable did not help either. No additional corrective actions or outcomes were recorded in the report.